Manufacturer narrative:
Unit received with no blank display. However, unit received with no button response due to moisture damage at lcd board. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.(B)(4)

Event description:
The customer's parent reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was 200 mg/dl. During troubleshooting, the caller was unable to get the display to return. The customer's parent was advised that the insulin pump would be replaced and agreed to return the device for analysis.